Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had at first been unable to use their external equipment because their communicator had been plugged into the wall. Following labeling, the patient was advised to unplug the communicator from the wall and the patient was then able to connect with the programmer. The patient then placed the device over the implant and they saw ¿internal device has lost all data. Contact clinician.¿ the patient was going to follow up with the health care physician (hcp). There were no symptoms reported and there were no further complications reported.

Manufacturer narrative:
Indication for use urinary dysfunction/sacral nerve stimulation should not apply to this file as the patient's history. The patient's indication for use is only gastrointestinal/pelvic floor. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient had at first been unable to use their external equipment because their communicator had been plugged into the wall. Following labeling, the patient was advised to unplug the communicator from the wall and the patient was then able to connect with the programmer. The patient then placed the device over the implant and they saw ¿internal device has lost all data. Contact clinician.¿ the patient was going to follow up with the health care physician (hcp). There were no symptoms reported and there were no further complications reported.